Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device was reprogrammed and the power on reset was resolved.

Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and saw a power on reset (por) message when they tried to use their patient programmer. There was recent emi environmental exposure as the patient was implanted today. There were no trauma or falls related to the event. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.